Manufacturer narrative:
G1 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
2.6 fdm updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was a broken catheter. No catheter segments or fragments were stuck on the guidewire. No segm ents/fragments of catheter were retrieved. Radiopaque marker stuck inside patient. There were no abnormalities reported in relation to anatomy. IFU (instruction for use) was followed during preparation, procedure, post-procedure. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the section of the catheter that broke was the distal tip (between two markers). The patient recovery was alright. No patient symptoms or further complications were reported as a result of this event. Angiograms are available. On (B)(6) 2025 the detached tip of catheter was snared successfully from the deep femoral artery (dfa), with proximal metallic marker left behind in a distal branch of the profunda. The cause of the catheter break is that the physician thinks the proximal marker got caught at the tip of the access right groin sheath while trying to retrieve/pull the catheter by the vascular team without imaging guidance. This resulted in break of the catheter and detach of the distal tip. There was only one intact segment left inside the patient (the distal part between the two markers) this was successfully snared few hours later on the same day. Additional information was received reporting that the catheter was a cragg-mcnamara catheter 65cm x 10cm infusion length. According to vascular team, the catheter clogged so they tried to pull it out of the sheath and eventually the catheter snapped, leaving the infusion segment of it inside of the patient's leg. They tried to retrieve the catheter segment, and we were able to retrieve it but the radiopaque ring marker is dislodged in a small vessel and cannot be retrieved. The marker is the proximal marker, 5fr catheter. The patient was undergoing leg thrombolysis surgery for treatment of a right popliteal artery (7mm in diameter), thrombosis extending for 70mm in craniocaudal dimension. It was noted the patient's vessel tortuosity was minimal.